Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, in the pump's event history. However, this condition could not be duplicated and a root cause could not be identified. The baxter repair technician performed verification of the air line printed circuit board calibration readings and they were within specifications. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.